Manufacturer narrative:
Additional initial reporter:(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, three iabs were used and found to have a kink and blood through the balloon. A competitors sheath was used for these three insertions. A fourth iab was inserted with a getinge sheath and used successfully. There was no patient harm or adverse event reported. This report is for the second iab. A separate report has been submitted for the first iab under mfg report number 2248146-2024-00261. An additional report will be submitted for the third iab.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Manufacturer narrative:
Occupation: inventory coordinator device evaluation: the iab was returned with the membrane completely unfolded and traces of blood observed on the exterior of the catheter with the one-way valve attached. No blood was visible inside the iab catheter. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 32.5cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks or holes were detected. The evaluation confirmed a kink on the catheter. It is difficult to determine when or how a kink in the catheter occurs. The reported leak, blood in tubing cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, three iabs were used and found to have a kink and blood through the balloon. A competitors sheath was used for these three insertions. A fourth iab was inserted with a getinge sheath and used successfully. There was no patient harm or adverse event reported. This report is for the second iab. A separate report has been submitted for the first iab under mfg report number 2248146-2024-00261. An additional report for the third iab was submitted under mfg report number 2248146-2024-00265.